Event description:
It was reported that this severely obese patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system on (B)(6), 2026. On (B)(6), 2026, the local area boston scientific field representative was contacted by the implanting physician who reported a CT scan revealed the electrode was positioned in a substernal location (the electrode had been tunneled so as to pass through the fourth intercostal space). On (B)(6) 2026, the patient underwent a revision procedure, and the electrode was successfully repositioned under x-ray guidance with a final impedance of 60 ohms. At the time of reporting, no adverse clinical consequences or complications affecting the patient's health have been observed. The patient's electrode remains in service.